Event description:
It was reported the patient could not make adjustments. It was noted the patient could not connect with the programmer. It was reported the patient could not feel stimulation and had a return of symptoms. It was noted the patient was urinating six times during the day. It was reported the patient previously could not feel stimulation, but had symptom control. It was noted the patient had no falls or trauma associated with the event. It was reported the programmer had not gotten wet. It was noted the patient had an appointment scheduled with their health care provider on (B)(6) 2013. It was reported the patient had been cranking up stimulation. It was reported the patient¿s internal neurostimulator was replaced due to premature battery depletion. It was noted the patient did not require hospitalization. It was reported the patient recovered without sequelae.

Manufacturer narrative:
Product ID: 3037, serial# (B)(4), product type: programmer, patient product ID: 3037, serial# (B)(4), product type: programmer. Patient product ID: 3093-33, lot# v557158, implanted: (B)(6) 2011, product type: lead. (B)(4).